Event description:
It was reported that this right ventricular (rv) lead was part of a system affected by an infection. An explant procedure was scheduled. This lead was explanted, but broke during the procedure and a small piece was left in the ventricle. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system affected by an infection. An explant procedure was scheduled. This lead was explanted, but broke during the procedure and a small piece was left in the ventricle. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient codes, impact codes, evaluation method codes, evaluation result codes and evaluation conclusion codes. If information is provided in the future, a supplemental report will be issued.